Manufacturer narrative:
(B) (4).

Event description:
An implantable neurostimulator that was implanted 1 yr ago was unable to be interrogated, due to a dead battery. A follow-up report will be submitted if additional info becomes available.